Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed evidence of a controller exchange performed in march of 2023; however, the reported event of unknown alarms on the controller was unable to be confirmed. Provided information revealed that the patient and their spouse exchanged the controller after they were unable to stop the controller from alarming. The submitted controller periodic log file contained relevant data from 01aug2022 through 26mar2023 until the clock was reset for the remainder of the file. Data recorded following the clock reset is not relevant to this event. The last line of data captured before the clock was reset was recorded on 26mar2023 while the driveline was connected, appearing consistent with a controller exchange performed in march of 2023 when (B)(6) was taken out of use. Prior to this exchange, no notable events or alarms were captured. The controller appeared to operate as intended for the duration of the log file, and no other notable events were observed. The heartmate 3 system controller, serial number (B)(6), was not returned for analysis. The root cause of the reported event was unable to be determined via this investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 2 of the patient handbook, ¿how your heart pump works¿, explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms and explain how to troubleshoot the system controller. Section 8 of the IFU, ¿equipment storage and care¿, and section 6 of the patient handbook, ¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed revealed no deviations with manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient and their partner paged the hospital to report the controller was alarming. Upon further assessment, they performed a controller exchange. The reason for the exchange was unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent an unknown system controller exchange on (B)(6) 2023. The controller periodic log file contained relevant data spanning approximately 14 days (B)(6) 2000) with data captured once daily. When data was captured on (B)(6) 2000, per timestamp, a clock not set alarm was active and remained active for the remainder of data reviewed. The last data captured before the clock was reset was recorded on (B)(6) 2023, and the driveline was connected, which indicated an unknown controller exchange. The clock not set alarm did not affect the controller¿s ability to support the pump. The controller appeared to operate as intended for the duration of the log file, and no other notable events were observed.